Manufacturer narrative:
H3: the system was serviced in the field and failed testing as 3d images could not display normally. The mobile viewing station (mvs) was rebooted which resolved the issue. No parts were replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000547, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the 3d images could not display normally. There was no patient involved. It was clarified that the generator was not ready so therefore the 3d exposure failed. The reported issue was suspected to be due to software issue on the mobile view station (mvs).